Manufacturer narrative:
Initial reporter facility name: (B)(6). The lot was manufactured from august 28, 2020 - august 31, 2020. The actual device was received for evaluation. The sample was returned to the plant containing 59 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The reporter stated that unspecified medication remained in the device bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.